Event description:
The patient was reportedly explanted due to otitis externa and an exposed electrode array. Advanced bionics is currently in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.